Event description:
It was reported by the patient that although the power indicator light was lit, the previously working remote monitor no longer responded to the start button. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the report during the initial visual/functional check. However after further analysis was performed the failure disappeared, therefore, a root cause could not be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.